Manufacturer narrative:
(B)(4): the meter passed testing, met specification, and no faults were found; pa was unable to duplicate the complaint.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient's pharmacist (reporter) contacted lifescan (lfs) france alleging that the onetouch verioiq meter was reading inaccurately high compared to another device. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the alleged meter issue first began. On the morning of (B)(6) 2013, the patient reportedly obtained blood glucose readings of either "118 or 188mg/dl" with the subject meter and "98mg/dl" with the contour meter, performed within 30 minutes of each other. The patient's diabetes regimen is not known; however, according to the csr's documentation the patient reportedly increased her insulin regimen (dosage not specified) based on the subject meter reading and subsequently (at an unspecified time later), the patient reportedly developed symptoms of sweating and tiredness. At the onset of her symptoms the patient reportedly obtained a blood glucose reading of "40mg/dl" with the contour meter. Per csr notes, the patient administered self-treatment by consuming syrup and felt better an unknown time later. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. The csr also noted that the reporter performed a quality control test that passed. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.